Event description:
It was reported that the pump had channel disconnects that have occurred either by bumping the system on an IV pole or during transport. This issue was reported to bd representative during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.